Manufacturer narrative:
Correction: h10-initial report did not include device evaluation. Corrected h10 now includes the device evaluation information. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09039. It was reported that the patient experienced a pacemaker pocket infection and pocket erosion. The pacemaker had externalized out of the pocket. The patient presented for explant procedure. During the laser lead extraction, there was right ventricle wall perforation. The patient underwent treatment and received a temporary pacing wire and a temporary external pacemaker. The patient had many comorbidities, and the patient later died of renal failure. There were no allegations that the patient's death was related to the infection, pocket erosion, or perforation.